Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open could be determined. The pipeline have not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within a bio-pouch. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex shield pushwire was found to be detached at distal hypotube and the remaining segments were not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shiled braid ends were found not opened due to damaged braid. In addition, the middle section was found to be not fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at proximal and middle as the device the pipeline flex shield braid ends were found not opened due to damaged braid. In addition, the middle section was found to be not fully opened and damaged. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, braid damaged, braid deployed in vessel bend. It was noted that the patient's vessel tortuosity was minimal and the pipeline was not placed in a vessel bend. Which eliminate these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the ophthalmic artery with a max diameter of 3.6 mm and a 3.4 mm neck diameter. Landing zone: distal: 3.7 mm and proximal: 4.3 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed blood stasis within the aneurysm. It was reported that the operator planned to treat an intracranial aneurysm with the dense mesh stent. After positioning the microcatheter, the stent was delivered. The tip end was opened and anchored, deployment was continued, but the middle segment and rear end of the stent failed to open. Multiple attempts were made to push, pull, retrieve, and redeploy the stent, but it still could not be opened. The stent was withdrawn, and a new one was used instead to successfully complete the procedure. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a ton-bridge medical 6f 115 guide catheter, phenom 27 microcatheter, acheva guidewire.